Event description:
It was reported that the patient passed away. An online obituary reported the date of death as (B)(6) 2011. The cause of death is currently not known. No additional relevant information has been received to date.